Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an inappropriate shock due to double counting of the p-wave, which induced an arrhythmia, treated by a second shock. Reprogramming of the device was suggested as well and an investigation of the non-sjm rv lead for possible damage. .